Event description:
Richard wolf medical instruments (B)(4) was notified, by one of our distributors, that the device in question broke at the beginning of a procedure. The broken fragment was easily removed and no negative health consequences for the pt orr staff has been reported. The incident was reported to the (B)(4) authority by (B)(4).

Manufacturer narrative:
Visual examination revealed that the sheath tube broke at the land between the irrigation openings at the proximal end. Excessive force was used on device. Tests have shown that high forces applied to one side of the sheath in conjunction with low load cycles can in no way reproduce the damage pattern of the complaint. Such loads will always cause deformations/damage at a different location. These tests also demonstrate the mechanical stabilization effect of the inner sheath by the outer sheath and the enormous deformations of the sheaths without visibly damaging the location in question. If contrary to expectations the user won't notice a problem until the final breakage occurs, when pulling out the resectoscope, the inner sheath is also pulled out as a result of the deformations of the outer or inner sheath, which will certainly occur, i.e., the product can be removed safely. Instructions for use have been reviewed and considered adequate as there is a warning about excessive force. (B)(4) considers this matter closed. In the event add'l info is received by (B)(4), a f/u report will be sent to FDA.

Manufacturer narrative:
A full investigation is currently in process as the actual device was returned to the richard wolf (B)(4) facility on (B)(4) 2014. Richard wolf considers this matter opened. When add'l info is received, we will provide FDA with a follow up.